Event description:
The customer reported being hospitalized due to diabetes ketoacidosis over 500mg/dl. The caller stated that the insulin pump was alarming no delivery periodically, and it went out on her twice. Troubleshooting was performed and the drive support cap appears to be normal. The customer stated that she was vomiting uncontrollably and noticed getting the alarm even after changing the site. The time, date, basal rates, and bolus wizard were correct. The customer mentioned having deficiency in sulfur and electrolytes. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The customer called back and stated that she had again high blood glucose the night before. She stated that her glucose was 400mg/dl, and bolused 5 more units. Then hours later her glucose dropped to 378mg/dl. The customer stated that the insulin pump was not functioning and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.the device had cracked reservoir tube lip.